Event description:
It was reported that the lead exhibited an insulation anomaly and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was crushed/broken and the proximal coil was stretched from 25.5 cm to 26.0 cm from the connector pin. The damage was consistent with clavicular crush.